Manufacturer narrative:
This case will be further updated following receipt of new information.

Event description:
Boston scientific received information that the patient with this implanted system sought medical care due to a system shock. Interrogation revealed the shock had been delivered inappropriately. Additionally, noise and high out of range pacing impedance values were noted. Due to being a recent implant, a connection anomaly is suspected. The patient is to be reevaluated so as to assess the right ventricular lead and device connection. No additional adverse effects reported.

Event description:
During the subsequent follow-up, no further inappropriate shocks were noted and the formally planned surgical intervention postponed indefinitely.

Event description:
Additional information was received that surgical intervention did take place and the associated device removed from service. Upon explant, blood was noted in the device connector block and another bsc device implanted in the absence of adverse patient effects. This lead was connected with the new device and favorable values obtained.